Event description:
It was reported that during preventative testing the cs300 intra-aortic balloon pump (iabp) had a air leakage. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The device powered on and was noted to be in normal condition. The device entered engineering mode to perform various functional tests. Display, air leakage, and motors were all normal. The device was powered on again to confirm that the general mode inspection function and power conversion are normal. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional fields: e1(event site postal code: (B)(6)).

Event description:
N/a.